Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd a-line¿ arterial blood collection syringe, an unspecified number of tubes exhibited abnormal o2 levels. No adverse impact was reported regarding the patient or user.